Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased and variable threshold measurements. Surgical intervention was undertaken. The lead was successfully replaced with a new lead. It is unknown if the lead was surgically abandoned or explanted. Additionally, the original date of implant is not known at this time. No additional adverse patient effects were reported. Additional information has been requested, however, no additional information has been received at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that provides the initial date of implant for this lead and also indicates that the lead was surgically abandoned and will not be returned.